Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of patient's death was aortic stenosis.

Event description:
It was reported that the filter basket failed to deploy and patient death occurred. The target lesion was located in the severely tortuous vessel of the saphenous vein graft. A 190 cm filterwire ez¿ was used to treat the target lesion. During procedure, the device could not advance to the second lesion, so they treated the first lesion. They attempted to deploy the filter however; they had difficulty pulling the delivery sheath. This is the time the patient started to deteriorate. The whole system was removed from the patient and CPR was done. However the patient died.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).